Event description:
It was reported that the pt has not had stim for 6 months because of personal issues related to his underlying disease and was not recharging. The pt has performed 2 physician mode recharges at home already without effect. The pt is not getting any stimulation and the system does not appear to be working after 3 attempts using the physician mode recharge. The plan is for the stimulator to be replaced in the future.